Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error, damage and compromised force sensor alarm. Customer's blood glucose at time of incident was 10mmol/l. Customer stated the pump has cracks. Customer checked the alarm history and found out 2 motor errors and 2 compromised force sensor alarms on the pump. Customer was advised that pump will need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch and unable to perform displacement test due to constant motor error alarm. No a33 alarm. The insulin pump was received cracked case at the display window corner, cracked battery tube threads. Cracked reservoir tube lip, cracked lcd window and cracked belt clip slot.